Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch #t5a227. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastric bypass, the doctor fired the stapler, with white reload, no buttressing material, on the anastomosis of the small valve, the doctor pressed the firing trigger and 25% through the transection the knife blade stopped. The doctor continued to apply pressure to the firing trigger and there was no response. The doctor opened the cover to the manual override lever, started to apply force to move the lever back and forth but the doctor was unable to move the knife blade using the manual override lever. The sales rep was present and confirmed the doctor was using the correct amount of force to move the lever. The doctor felt he was breaking the lever. The doctor then removed the battery, rotated the battery, re-seated the battery and was able to open the jaws of the stapler using the anvil release button. The doctor used a second like stapler and white reload to complete the procedure. There were no patient consequences reported.